Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had scratches on the screen and it was harder to read. A chip was missing by the reservoir compartment. Insulin was squirting during priming and motor sounded labored. The buttons were less responsive. Customer's blood glucose level was not reported. The device was not returned.